Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in an unspecified vessel. The physician predilated the lesion with an unspecified device and then advanced the 3.5x16mm promus element stent to the lesion, but was unable to cross. The device was removed and the physician did some additional ballooning. When the physician went to reinsert the promus element it was observed that the proximal and distal part of the stent was sticking out and it looked like the balloon was sticking out. The procedure was completed with another 3.5x16mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: visual examination identified both proximal and distal stent strut damage, both edges of the stent were splayed outwardly. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. No kinks or damage was noted with the hypotube/shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in an unspecified vessel. The physician predilated the lesion with an unspecified device and then advanced the 3.5x16mm promus element stent to the lesion, but was unable to cross. The device was removed and the physician did some additional ballooning. When the physician went to reinsert the promus element it was observed that the proximal and distal part of the stent was sticking out and it looked like the balloon was sticking out. The procedure was completed with another 3.5x16mm promus element stent. No patient complications were reported and the patient's status is stable.